Event description:
It was reported during a da vinci s sacrocolpopexy surgery that the maryland bipolar forceps instrument was broken and unable to be removed from the trocar. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the main tube is broken at the proximal side. Engineering concluded the damage likely due to mishandling. Electrical continuity passed. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.